Manufacturer narrative:
Follow-up #1 date of submission 04/08/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated with a non-zero force. During testing, a loss of prime was not duplicated. The force sensor calibration reading measured within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting more loss of prime warnings than expected. Cartridges from a different box were allegedly used, however the warnings recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.